Manufacturer narrative:
The certas valve (B)(6) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle hole in the needle chamber was noted. The valve was leak tested only leaked from the needle hole in the needle chamber. The catheter was irrigated, no occlusions noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. At the time of investigation, no occlusion issues with the valve were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas plus valve (ID 828816) was implanted via ventriculoperitoneal shunt one year ago with setting 4. On (B)(6) 2023, a shunt imaging was performed because the patient presented with somnolence. Flow was confirmed on the ventricular side, but not on the valve and distal side. Ventricular enlargement was observed; therefore flushing was performed, however, there was no improvement. Since shunt obstruction was suspected, the valve was removed and replaced on (B)(6) 2023. The patient is in the follow-up.